Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had currents in specification. No blank display was noted. The display board was okay. However, the insulin pump had moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.

Event description:
Customer reported that the insulin pump screen went blank and that he had been to the beach but the insulin pump did not get wet. He stated that there were no signs of physical damage. He was advised to check for damage and to clean the battery cap. He stated that the battery compartment and spring were not damaged or corroded and that the battery cap contacts were not missing or corroded. He was advised to reinsert a new battery and stated that the display did not return. The blood glucose reading was 402 mg/dl. Nothing further was reported.